Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination identified that the metal cap was rotating independently from the glass cap, indicative of glue failure. The glass cap exhibited moderate devitrification. The metal cap exhibited moderate charred debris adhesion on its surface, indicative of tissue contact. Functional testing of the fiber with helium neon (hene) laser fixture did not identify any signs of breakage along the length of the fiber. The connector cone, segments, and tabs appeared in good condition and secured. The fiber connector passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber as designed. The rate of forward firing was identified to be below the threshold for potential patient harm, therefore, the reported event is not confirmed. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the glue failure. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture. The reported forward firing was not identified through analysis and the reported event indicated that the procedure was completed without patient complications. There is no information that the identified glue failure could cause or contribute to patient harm if it were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, forward firing was observed after 411,507 joules and 59min and 24s of use. The procedure was completed with a second fiber. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, forward firing was observed after 411,507 joules and 59min and 24s of use. The procedure was completed with a second fiber. There were no patient complications.